Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received unexplained no delivery alarms,insulin pump was not alarming properly as well as sticky buttons. Customer blood glucose level was unknown. Troubleshooting was not performed. The device will not be returned for the analysis.